Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the cartridge was filled with 300 units of insulin. The customer's blood glucose level was 311 mg/dl, which was dressed with a correction bolus via the insulin pump. The customer loaded a new cartridge successfully with 175 units, and resumed insulin delivery.